Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Investigation conclusion: no sample, no lot. Root cause description: no sample, no lot.

Event description:
It was reported that a bd connecta¿ stopcock had leakage at the "chimney".